Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that the web was positioned ideally, however would not detach. Several attempts were tried including opening a new detachment controller. This web was safely removed and a new device was implanted and detached on first attempt. It was attempted to detach this device on the back table after the case, and it still did not detach. The physician then manually pulled the device off of the pusher. The web and wire are all being returned.

Event description:
See h11.

Manufacturer narrative:
The investigation of the returned web system found the implant separated from the pusher, which is consistent with the physician manually pulling the implant off the pusher as described in the reported event. The pusher was returned kinked at the hypotube-to-connector junction and the proximal connector was kinked at the brown lead wire joint. The heater coil pet and tether were found melted, indicating that the device was activated using a detachment controller during the procedure. Further inspection found the heater coil¿s forward and backward winds to be touching, resulting in the system to short, leading to the inability to detach as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinked pusher and proximal connector, but the damage is consistent with the device experiencing forces exceeding the delivery system's yield strength. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.